Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that the unit has system failure-primary audible alarm failure". There was no patient injury reported.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were neither broken nor removed upon receipt, but there was a crack on the lower left corner of the top case noted. An error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation, no problem was found. Root cause of the reported issue is unknown as no fault was found. Replaced the speaker as a preventive measure, performed preventive maintenance and all functional testing. A CAPA was created in response to the reported issue which is ongoing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Other, other text: b5: additional information was received and attached on (B)(6)2022, discovered during testing, unit was not being used on patients at the time. H6: event problem and evaluation codes: updated d10: device available for evaluation: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available, corrected data: correction: d4: model number: 4000